Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the affilite that the (3) ems instruments staple's do not come out completely. Another instrument was used to complete the case. There was no consequence to the pt.